Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The suture insertion end had a rough cut and there was a suture remnant in the hole. This suggests that there was a needle pull off.

Event description:
It was reported that the patient underwent a procedure on(B)(6) 2014 and suture was used. During dispensing from the package the needle separated from the suture. There were no reported adverse patient consequences.